Event description:
The customer reported that upon removal of the grounding pad following a cesarean procedure, red patches were discovered on the patient's skin. The customer believes the injury is a pad site burn. No add'l info is available.

Manufacturer narrative:
(B)(4). Eval of the incident sample found it to function properly and within specifications. No conditions were identified that would have caused or contributed to the reported event.